Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2a, d10, g3, g6, h2, h3, h6, h11. D10: oxford pks hi flex femoral cocr x small; item number# 154777; lot number# 884112 oxf uni tib tray sz aa lm PMA; item number# 159531; lot number# 947314. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Reported event did not occur in an operating room or as part of a medical procedure; therefore, no medical records are available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee revision surgery due to dislocation after bending down to press a button on a fan approximately 19 years, 7 months, and 4 days post-implantation. The bearing was revised; other implants were not replaced. Attempts have been made, and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). D10: m/h mod 17x300mm distal w/slot; item number# 154777; lot number# 884112. Oxf uni tib tray sz aa lm PMA; item number# 159531; lot number# 947314. G2 ¿ foreign ¿ japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.